Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that two knives were noted to be dull. Procedure involvement information is unknown. It was confirmed that there was no patient impact associated with this report. Additional information has been requested.